Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. He01298) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), urinary tract disorder ("urinary/ bladder problems") and bladder disorder ("urinary/ bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity, menstrual disorder, dyspareunia, genital haemorrhage, hormone level abnormal, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via hysterectomy. "Any continuing symptoms? No" reported for allergy symptoms, changes to menstrual cycle, dyspareunia, heavy/abnormal bleeding, hormonal problems, localised pain, urinary/bladder problems (outcome of events regarded as "resolved"). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: date of essure insertion was updated from (B)(6) 2017; it was removed on (B)(6) 2020 via hysterectomy. New events added: allergy symptoms, changes to menstrual cycle, dyspareunia, heavy/abnormal bleeding, hormonal problems, localised pain, urinary/bladder problems. The previously reported "injury" was deleted. We received a lot number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain/pain") in a 37 year-old female patient who had essure inserted (lot no. He01298) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of headache, low mood, anger, painful urination, dry hair, dry skin, lethargy, night sweats, menorrhagia, appendicitis, post coital bleeding, uterine fibroid, pain in hip, regional nerve block, vaginal bleeding, menstrual cramp, myalgia, conjunctivitis, migraine, pelvic bone pain, urinary frequency, diarrhoea, abdominal bloating, parity 2, seasonal allergic rhinitis, depression, constipation, irritable bowel syndrome, fatigue, uti, dysuria, headache, lumbar puncture, viral upper respiratory tract infection, sore throat, cough, vaginal discharge, back pain, rash and appendicectomy. Previously administered products included: oral contraceptive nos, omeprazole and yasmin. The patient had a family history of lung cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 967 days after essure insertion, she experienced abdominal pain lower ("pain to the lower abdomen right hand side"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), urinary tract disorder ("urinary/ bladder problems"), bladder disorder ("urinary/ bladder problems"), mental disorder ("psychological issues") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, left oophorectomy, and omentectomy.). At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, menstrual disorder, hormone level abnormal, urinary tract disorder and bladder disorder had resolved. The outcomes for abdominal pain lower, mental disorder and alopecia were unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: essure was removed on (B)(6) 2020 via hysterectomy. "Any continuing symptoms? No" reported for allergy symptoms, changes to menstrual cycle, dyspareunia, heavy/abnormal. Bleeding, hormonal problems, localised pain, urinary/bladder problems (outcome of events regarded as "resolved"). Medical records: peritoneal washing with conservation of right ovary on (B)(6) 2020. Removal details: operation: tah, bilateral salpingectomy left oophorectomy infracolic omentectomy, appendectomy, peritoneal washing with conservation of right ovary // indication: perimenopausal ovarian mass with urgent suspicion of malignancy. // findings: vulva, vagina and cervix look normal. Exophytic left ovarian mass approx. 8 cm. Bilateral fallopian tube and right ovary look normal. Appendix, omentum normal. Insertion date updated from (B)(6) 2017. Number of trailing coils right side-5, left side-2 (as written). Number of trailing coils right-5 coils,left-1 (discrepancy noted). Essure confirmation test: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2020: no evidence of malignancy. [Hysterosalpingogram] on (B)(6) 2017: tubal occlusion confirmed and no further contraception needed. Batch no: he01298. Production date: 2016-06-27. Expiration date: 2019-06-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Event psychological issue & hair loss added. Medical history & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a 37-year-old female patient who had essure (batch no. He01298) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy. Previously administered products included for an unreported indication: pill in 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, the patient experienced abdominal pain lower ("pain to the lower abdomen right hand side"), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), urinary tract disorder ("urinary/ bladder problems") and bladder disorder ("urinary/ bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, menstrual disorder, hormone level abnormal, urinary tract disorder and bladder disorder had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via hysterectomy. "Any continuing symptoms? No" reported for allergy symptoms, changes to menstrual cycle, dyspareunia, heavy/abnormal bleeding, hormonal problems, localised pain, urinary/bladder problems (outcome of events regarded as "resolved"). Medical records: peritoneal washing with conservation of right ovary on (B)(6) 020. Removal details: operation: tah, bilateral salpingectomy left oophorectomy infracolic omentectomy, appendectomy, peritoneal washing with conservation of right ovary // indication: perimenopausal ovarian mass with urgent suspicion of malignancy. // findings: vulva, vagina and cervix look normal. Exophytic left ovarian mass approx. 8 cm. Bilateral fallopian tube and right ovary look normal. Appendix, omentum normal. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2020: no evidence of malignancy. Hysterosalpingogram - on (B)(6) 2017: tubal occlusion confirmed and no further contraception needed. Batch no he01298 production date 2016-06-27 expiration date 2019-06-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: reporters, age, historical drug, medical history, lab data, event abdominal pain lower added. Patient's initials updated.concerning the injuries reported in this case, the following one/ones were described in patient's medical records: urinary tract disorder, pelvic pain, genital haemorrhage. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. He01298) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), urinary tract disorder ("urinary/ bladder problems") and bladder disorder ("urinary/ bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity, dyspareunia, genital haemorrhage, menstrual disorder, hormone level abnormal, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via hysterectomy. "Any continuing symptoms? No" reported for allergy symptoms, changes to menstrual cycle, dyspareunia, heavy/abnormal bleeding, hormonal problems, localised pain, urinary/bladder problems (outcome of events regarded as "resolved"). Batch no he01298 production date 2016-06-27 expiration date 2019-06-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.